Event description:
It was reported that an alert/notification settings occurred. On 07/15/2024, it was reported that on (B)(6) 2024, the patient experienced an alert/notification settings problem and missed an alert from the dexcom application. According to the report, the patient mentioned turning the volume off and then back on. The device reportedly did not give the patient the alerts, indicating a potential problem with the phone's volume/notification settings. The reported issue was that the user's phone was not receiving alerts. The patient reportedly woke to an unspecified reading of 365 mgdl and did not receive a warning during the night. The patient was reportedly in the hospital. It was not specified nor clarified whether the hospitalization was the result of a dexcom malfunction. The patient reportedly indicated that the alert problem was a significant concern for her health. There was no documentation of further medical evaluation or intervention. Attempts to contact the patient for more details about the episode and dexcom's causal relation to the hospitalization were not successful. At the time of the report, the patient was frustrated and requesting to speak with a supervisor. No other details were documented. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.